Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the distal circumflex artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image of the device was received showing stent deformation. Patient status post-procedure is alive with no injury. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was subsequently reported that the stent did not deform in the patient during positioning. Image review: image shows a ¿not passing situation statement¿. Photo 2; image shows a label on an endeavor resolute shelf carton and the luer and stent of a device. There is no deformation evident to the stent. The lot number printed on the luer corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.